Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test

Event description:
Consumer reported complaint for erratic blood glucose results. (B)(6) (aunt) is calling on behalf of the customer. The customer is concerned with the result of 395 and 75mg/dl. The expected fasting blood glucose test result range is 70 to 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) the 395mg/dl (B)(6) 2017 fasting: no, the 75mg/dl (B)(6) 2017 fasting: no, the 392mg/dl n/a fasting: no, the 220mg/dl n/a fasting: no, the 211mg/dl n/a fasting: no. Customer complains of erratic readings. Result of concern is 395mg/dl and 75mg/dl, taken within minutes by school nurse. Unable to verify date and time, due to not being set up on meter. Customer was calling for niece, who is a minor child and tests at school. Nurse did two tests within 15 minutes of each other with result of 395mg/dl and 75mg/dl. The child was unavailable for back to back blood test.